Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a poor image. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. Poor color image was due to faulty charge coupled device. The evaluation also identified a small cut on the cable and the device failed the leak test. A device history review of the current product was conducted, and no problems were found. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a poor image. The issue occurred during the preparation for use. There were no reports of patient harm.